Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler. Fluid was seen leaking through the closed cassette door of the cycler. Upon removing the tubing set, fluid was noticed inside the cycler door. The origin of the leak was not be identified. Prophylactic antibiotics were administered as a precaution and the pt had no ill effects. Sample is not available.